Manufacturer narrative:
Results: a sample was not returned for evaluation. Visual analysis of photos. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5155575. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the rubber sleeve was not recovered from the bd vacutainer® eclipse¿ blood collection needle, 22 g x 1.25 in and blood leaked. No blood exposure to mucous membrane. No injury or medical intervention.